Event description:
Boston scientific received information that the patient with this device with non-boston scientific leads presented to the emergency room after their electrogram had displayed intermittent heart block during a stress test. There was concern of a possible device issue. Upon arrival, the patient was in sinus rhythm. During lead testing, right ventricular impedance measurements had increased approximately twelve hundred ohms since their previous visit. In addition, no capture was observed at maximum output settings in bipolar configuration. When programmed to unipolar configuration, consistent capture was obtained. The device output setting was reprogrammed and then reprogrammed to unipolar configuration. Reportedly, the patient has had several episodes and collapsed within the past two weeks. No injuries were reported from the falls. A lead revision is intended in the near future.

Manufacturer narrative:
(B)(4). According to available information, this device remains implanted and in service. When additional information becomes available, this event will be updated.

Event description:
Subsequently, nine days later, a lead revision procedure was performed. During the implant of the replacement right ventricular lead, the lead perforated the right ventricle. The perforation was repaired and the epicardial lead was successfully implanted. A decision was made to replace this device to avoid a further surgical intervention at elective replacement time, however there was no allegation against the device performance.

Manufacturer narrative:
(B)(4). According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.